Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(4), batch: 20261608. Product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 18915043.

Event description:
It was reported that the patient was not receiving the therapeutic relief that she wanted and requested to have the device removed. Therefore, the patient underwent a system explant procedure. There were no suspected device issues and no reported complications postoperatively. The devices will not be returned as they were disposed of by the medical facility.